Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient complications occurred. The chronic total occlusion (cto) target lesion was located in the left main coronary artery. A non bsc guide catheter was advanced in the left anterior descending artery (lad) however the guide catheter went back in. It was then noted that there was a spiral dissection in the lad. The patient's vital signs declined and the patient experienced hypotension and was treated medically. Then the promus premier stent was able to be advanced, despite difficulty, and was deployed. The patient was sent to the operating room for surgery to treat the vessel dissection.